Event description:
It was reported that the patient underwent a posterior spinal fusion at l3-s1. It was reported that during final tightening of the setscrew the tip of the torx driver broke off. The broken piece was removed from the patient. No patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.